Event description:
Pt on continuous morphine infusion. At 9am pump checked, syringe had 7mls in. Infusion at 6ml/hr should have lasted until 10:00am atleast, pump alarmed empty at 09:20 hours and was completely empty. Pt had just returned from toilet and was seen to be tampering with the pump by pharmacist. No ill effects as pt had been having large doses of morphine.